Event description:
It was reported that 3 bd plastipak¿ syringes' barrels were broken. The following information was provided by the initial reporter: "broken barrel."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ syringes' barrels were broken. The following information was provided by the initial reporter: "broken barrel"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 12-oct-2022 h6: investigation summary both photos along with the physical sample were provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the syringe. A device history review was performed for the reported lot 2112007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the damage observed, it was determined this incident was likely related to damage caused during the assembly process, by a trigger in the silicone station.